Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens has was not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two symfony intraocular lenses (model zxr00, 22.5 diopters) were implanted in the eyes of a female patient. Right eye (od - oculus dexter) on (B)(6) 2017. Left eye (oculus sinister) on (B)(6) 2017. The surgeries were uneventful, the patient healed well and the lenses were well centered, however the patient was reported being unhappy with the results, especially with the left eye. Pre-op refraction od: +0.50 +0.25 x10, pre-op refraction os: +1.00 +0.50 x50. The post-op refraction on the last follow up visit on (B)(6) 2017: od -2.00 +1.00 x90 os -2.50 +1.50 x75 reportedly, the surgeon rechecked the refraction carefully over several visits and repeated the iol power calculation during the last visit, which indicated that a +22.5 should have been used. The surgeon is planning to exchange the lens in the left eye (recorded in this report), with a lower power toric iol, and he is looking for advice regarding the iol selection. The surgeon is also planning to leave the lens implanted in the right eye. No further information was provided.